Event description:
A hospital reported to our distributor that the mr290u autofeed humidification chamber overfilled with water. The pt received nasal lavage requiring suctioning and increase in oxygen support. However, the hospital reported that there was no pt harm.

Manufacturer narrative:
The hospital has discarded the complaint device. An investigation was carried out based on the event description and previous experience with similar complaints. Results: the chamber floats control the flow of water into the chamber. The water flow into the chamber should stay below the maximum water level line. Conclusion: the float valve that connects to the floats may have become misaligned from an impact. This can prevent chamber float control, causing the chamber to overfill. The mr290 instructions for use indicates the correct water level and advises the users to replace the chamber should the water exceed the limit line. An attempt was made to gain specific detail with respect to the increase in oxygen support that was required. However, no info was forthcoming. We have an open CAPA item to address such complaints and have put measures in place to reduce and/or prevent recurrence. Our monitoring and trending of this type of event for overfilling has a rate of occurrence worldwide for the last year of 0.001%.